Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in a procedure performed on an unknown date. During the procedure, the distal flange did not open. To resolve the issue, the physician tried to "jigle alot" but ended up using a guide wire to be able to open the stent. Once the stent was opened, fluid started to leak out. Subsequently, the proximal flange deployed, but saw some peritoneal fat. The physician removed the stent and placed a esophageal stent over the wire as a salvage procedure. Therefore, the procedure was completed by replacing and using another device. There were no patient complications reported as a result of this event at this time. Note: it was reported that the axios stent was intended to be implanted during a gastrojejunostomy procedure. However, according to the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts 6 cm or larger in size and walled-off necrosis 6 cm or larger in size with at least 70% fluid content, provided they are adherent to the gastric or bowel wall. The device is not indicated to be implanted during a gastrojejunostomy procedure.

Manufacturer narrative:
Block b3: date of event not provided. However, march 1st, 2026 was selected as the estimated event date based on the bsc aware date. Block d4, h4: the complainant was unable to provide the complaint device upn and lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information such as the manufacture date. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Block h11: investigation results: based on the available information, boston scientific could not confirm the reported events of stent first flange failure to expand, stent difficult to deploy and additional device required. The device was not returned for analysis; therefore, a technical analysis could not be performed. There is not enough evidence to determine whether the stent first flange failure to expand and stent difficult to deploy were due to the physician's device manipulation during the procedure or related to a device malfunction. On the other hand, the event of additional device required could not be confirmed as it happened during the procedure and there is not an objective evidence or descriptive conditions to establish the cause of the reported event. Device history record review: a review of the manufacturing documentation was unable to be performed as the required device documentation was unavailable. Device technical analysis: the device was not returned for analysis as it remains implanted; therefore, a technical analysis could not be performed. Risk review a risk review was completed and confirmed that the events of "stent first flange failure to expand and additional device required" were defined in the risk documentation and are documented accordingly in the prr. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Labeling review: the labeling review found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. "The stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts 6 cm or larger in size and walled-off necrosis 6 cm or larger in size with at least 70% fluid content, provided they are adherent to the gastric or bowel wall"; however, it was reported that the axios stent was intended to be implanted during a gastrojejunostomy procedure. Therefore, the device was used in an unapproved procedure, against the IFU. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.